Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign matter in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The reportable malfunction was confirmed, however, the foreign material could not be identified. Based on the results of the investigation, a definitive cause could not be determined and the foreign material could not be identified. No probable causes could be identified based on the investigation and the following customer follow up response: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: it was unknown if pre-cleaning was delayed, if the a/w nozzle was flushed with water and air, or if there were abnormalities in the accessories used for reprocessing, or if the endscope was submerged in detergent solution. The air/water nozzle was flushed with detergent and wiped/brushed with clean lint-free cloths, brushes, and sponges. The event can be detected/prevented by following the instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 3 cleaning, reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.